Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the mobile suspect device system used. Reference medwatch report with (B)(6) for the advantage plus suspect device system used.

Event description:
Reporter alleged obtaining a result of 14.0 mmol/l on the advantage plus system compared back to back with a result of 7.0 mmol/l on the mobile system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.